Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient had their ipg explanted on an unknown date to have pain pump implanted.